Manufacturer narrative:
1627487-12192011-003-r . (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge or /use the scs system for several years. In turn, the ipg possibly be inoperable. The patient declined the troubleshooting and seeking a system explant as the patient needs an MRI due to unrelated health issue. Surgical intervention will be taken at a later date to address the issue.

Event description:
Additional information received revealed the scs system was explanted. A sjm was not notified and was not present at the surgery.